Event description:
Customer stated hospitalization was due to diabetes ketoacidosis. Customer had a high blood glucose level of 400mg/dl during the visit. Customer was vomiting and nauseated. Customer was not sure if she had food poisoning or stomach bug. Customer was hospitalized for five days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.